Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was a clogged cannula. The following information was provided by the initial reporter. The customer stated: there was a "clog of the blood transfer device."

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was a clogged cannula. The following information was provided by the initial reporter. The customer stated: there was a "clog of the blood transfer device."

Manufacturer narrative:
H6: investigation summary bd received 1 used sample for investigation. The sample had blood on the hub of the blood transfer device which was cleaned and removed. The sample was evaluated by visual examination and functional testing, used to fill two tubes with colored water, and the indicated failure mode for clog with the incident lot was not observed as both tubes filled as expected. Additionally, 12 retention samples from bd inventory were evaluated by functional testing and 48 retention samples were evaluated by visual examination and no issues were observed relating to clog as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clog. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.